Manufacturer narrative:
A review of service records for the subject device concluded the device had been serviced regularly and had been examined and evaluated within one month of the reported event date and found to meet manufacturer specifications. The subject device had been regularly serviced by a lumenis technical specialist according to manufacturer recommendations. An evaluation of the reported treatment parameters by a lumenis healthcare professional concluded the parameters were within acceptable guidelines per device labeling and common medical practice concluding the probable root cause of the reported event to be the reported double-pass over the area being treated.

Event description:
It was reported that a patient sustained burns after treatment with a lumenis quantum laser. It was further reported by the patient that during the treatment the device operator was interrupted by a visitor to the treatment room and that upon reinitiating treatment the operator went over the same areas multiple times. It was further reported that follow-up treatments, constituting medical intervention, were employed by the facility to preclude permanent impairment.